Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula was bent event on (B)(6) 2024. The event was occured 3 or more hours after insertion and infusion set was in use for about 1.5 days.the insertion site was at abdomen. The patient went to emergency room and was hospitalized on (B)(6) 2024. The blood glucose level was over 600 mg/dl at the time of event and the patient was treated with intravenous (IV) and fluids of saline and insulin. The patient was released from hospital on (B)(6) 2024. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.